Manufacturer narrative:
The aquabeam handpiece was returned for investigation. No visual defects or anomalies were observed with the handpiece. Functional testing of the returned device could not confirm the reported issue. The handpiece was deconstructed and viewed under magnification, revealing signs of fluid ingress as salt deposits on the encoder wheel can be seen. It is unknown how the fluid entered the handpiece. The root cause is undeterminable as the handpiece was found to be functioning as intended despite evidence of fluid ingress on the encoder wheel, which could have contributed to the reported failure. The aquabeam robotic system's treatment logs file was reviewed, which confirmed the reported event. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c10968 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were reworked to address the nonconformance. Upon re-inspection, the lot met all required specifications and was then deemed acceptable to be released for distribution per device specifications. The current user manual sj-um0101-00 rev. B, um, aquabeam robotic system user manual, us, baytech was reviewed. Table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the jet alignment phase, the aquabeam robotic system generated an "e22 - motorpack error". Despite multiple troubleshooting attempts, the issue persisted. A second aquabeam handpiece was used which resolved the issue. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient as a result of this event.